Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 6 failed, recovered storage space and rebooted but still issue persist. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer (fse) found main full height legacy drawer six will not open. Found sensor was not responding to inseparable magnet and slide rail was faulty. The fse replaced left slide rail to resolve the issue. Logged into hardware test application (hta) and ran the final test on the main full-height legacy drawer 6. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.